Manufacturer narrative:
The tourniquet cuffs have been received at the MFR for testing. An eval was conducted, and the complaint could not be duplicated. The cuffs passed the performance eval with no leaking found.

Event description:
It was reported that during a surgical procedure, the tourniquet cuffs lost pressure. There was some blood leakage into the surgical site. It is unk if additional treatment was needed. Multiple attempts to gather additional info from the account have been unsuccessful. There were no adverse consequences reported.